Event description:
A nurse reported toxic anterior segment syndrome (tass) was observed on the one day postoperative visit following cataract surgery. Pt status is currently unk. Additional info received from customer indicates. The surgeon used a 2.75 mm superior scleral tunnel incision. The pt presented one day postoperatively with fibrin and iritis. The customer noted that the pt's condition was resolving with treatment. This is one of fifteen medical device reports for this event, the third of three instrumentation/custom pak reports.

Manufacturer narrative:
Unspecified surgical blade/knife product: no samples were returned for evaluation; therefore, the condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number of any identification traceable to the mfg documentation. Unspecified surgical consumable product: the customer's complaint history was reviewed for the period of one year; this is one of three complaints reported for this issue. The finished goods lot number for this complaint is not known; therefore, lot history and DHR not possible. A sample was not returned for this investigation. The root cause could not be determined. (B)(4).